Event description:
Event reported as, "noted leaking from the base plate. The port itself, the spot it where the silicone is, is lifting away." The diagram indicates that the port housing is lifting away and a leak was observed at the base.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 28/apr/2009. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."